Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the clock time had to be reset the clock time on insulin pump because it was working behind. Customer also stated that the button arrow had to be pushed more than once, insulin pump had failed battery alert, rejected new battery, had faint grinding noise and the rewind was a little louder. No harm was required during medical intervention. The insulin pump will not be returned for analysis.